Manufacturer narrative:
Product analysis # (B)(4): as found condition: the solitaire fr pusher was returned for analysis within a shipping box, a plastic bio-pouch, an opened solitaire fr inner pouch (b427043), and a dispenser coil. Damage location details: the solitaire fr pusher outer marker coil was found stretched with the inner core wire broken. The pusher shrink tubing was found to be separated. Testing/analysis: the solitaire fr pusher was sent out for sem failure analysis. Per the sem report, the broken end failed via ductile overload. Conclusion: based on the device analysis and reported information, the customer¿s report was confirmed. The returned solitaire fr pusher was found separated. Device separation can occur due to a variety of factors, such as vessel tortuosity, delivery and retrieval friction, a higher number of device passes, problems with the guide/balloon catheters or intermediate catheter integrity, such as kinking within the shaft, presence of pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots/thrombus entanglement with overbending during the retraction process, not aligning the microcatheter with the proximal end of the solitaire device, removal of the microcatheter prior to retrieval of the solitaire device with or without clot. It is likely that force was applied during removal/retrieval, leading to the solitaire fr pusher failing via ductile overload. However, the exact cause for the device separation could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during an emergency middle cerebral artery thrombus removal, 5 minutes after the solitaire was deployed, the microcatheter was pulled back and it was found that the solitaire was broken. A new solitaire was used a no additional resistance was felt. The solitaire and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for a middle cerebral artery thrombectomy. It was noted the patient's vessel tortuosity was minimal. The stroke onset reperfusion time was 200 minutes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.